Manufacturer narrative:
The lead is not expected to be returned for analysis. No further information is available. This report will be updated if more information becomes available.

Event description:
Boston scientific crm received information that this lead exhibited a threshold measurement greater than 3.0 v as well as sensing issues. It was reported the lead had dislodged. A revision procedure was performed, and after several attempts to reposition the lead, the physician elected to explant and replace the lead. No adverse patient effects were reported.